Manufacturer narrative:
The field service representative (fsr) inspected the ict module and found two seals in the probe end that were causing bubbles and aspiration issues. The fsr removed the extra seal, flushed the module and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no deficiency was identified.

Event description:
The customer observed qc out of range low for sodium and potassium on the alinity c processing module. Qc was rerun and values were within range, but later falsely decreased sodium patient results were observed. The following data was provided. Sid: (B)(6) initial result: 117 mmol/l repeat result on other instrument: 136 mmol/l reference range: 133-147 mmol/l critical: <120 mmol/l no impact to patient management was reported.

Event description:
The customer observed qc out of range low for sodium and potassium on the alinity c processing module. Qc was rerun and values were within range, but later falsely decreased sodium patient results were observed. The following data was provided. Sid: (B)(6). Initial result: 117 mmol/l. Repeat result on other instrument: 136 mmol/l. Reference range: 133-147 mmol/l. Critical: <120 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.